Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic with several episodes of non-sustained rv oversensing, myopotential oversensing was observed. Patient had left clinic so isometrics were not performed. There were no other episodes so the physician elected to continue to monitor the patient.